Event description:
It was reported that the sterility of the device was compromised. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to view the unspecified target vessel. During the procedure, it was noticed that the sterile pack of the device was not clean. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that the sterility of the device was compromised. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to view the unspecified target vessel. During the procedure, it was noticed that the sterile pack of the device was not clean. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The device¿s box was returned. The catheter and disposable flushing accessories were returned still sealed in its packing tray. The mdu5 plus sterile bag pouch labeled with lot d40761 was returned opened at the top and bottom. Traces of the seal at the bottom of the mdu5 sterile pouch was not evident. The mdu5 sterile bag was not returned. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Manufacturer narrative:
(B)(4).